Event description:
It was reported that there were non-physiologic intervals, noise, and high threshold. The rv (right ventricular) lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. 5524m-53 implantable pacing lead, (B)(6) 1997.